Manufacturer narrative:
The manufacturer previously reported information alleging an adverse event occurred during the use of a ventilator. It's reported the patient desaturated to 75%, while the ventilators low minute volume, low tidal volume, pt circuit, internal temp, low pressure alarms alarmed. No medical intervention was reported. Additional information received states a test lung was used and determined that the machine was not delivering breaths, no volume was noted, and no pressure waveform noted.

Manufacturer narrative:
The manufacturer previously reported information alleging an adverse event occurred during the use of a ventilator. Its reported the patient desaturated to 75%, while the ventilators low minute volume, low tidal volume, pt circuit, internal temp, low pressure alarms alarmed. No medical intervention was reported. The device was returned to the manufacturer for evaluation. Two error codes were found in the log. Inspiratory volume was not able to reach as expected. The blower and sensor board were replaced to address the issue. Additionally the pollen filter was replaced as part of pm. A functional check and service calibration was performed and was passed.

Event description:
The manufacturer received information alleging an adverse event occurred during the use of a ventilator. Its reported the patient desaturated to 75%, while the ventilators low minute volume, low tidal volume, pt circuit, internal temp, low pressure alarms alarmed. No medical intervention was reported. The device has not been returned to the manufacturer. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to manufacturer.